Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. After predilating a highly calcified and tortuous posterior descending artery (pda) with an unknown size and type balloon, the physician attempted to deliver a 2.50x8mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physcian removed the device and predilated again. When the physician was going to go back in to deliver the stent, it was noticed that the stent struts were bent back on the distal end of the stent. The procedure was completed with an unspecified 2.75x20mm stent. There were no pt complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplement medwatch report will be filed.